Event description:
This medwatch reports a problem with hiv 1, 2 serology testing on the diasorin etimax using the biorad hiv 1,2 kit. The lead technologist in the hiv testing area of our laboratory reported a discrepancy in results on a pt's sample. Seven days earlier, the assay on the bar-coded tube of this serum in our laboratory gave a negative reading. However, a second sample from the same pt assayed the next day and repeated in duplicate a day later, all gave strong positive tests for hiv. These were proven by western blot to be hiv positive. The original tube from run was available and when it was restested it was now found to be positive. On obtaining further info, the pt is known to be positive for hiv and has measurable hiv rna in his blood. This is not merely a switched tube, mislabeled sample or technologist error. It seems to be an instrument system problem and may affect other instruments around the country. Background on the instrument. The diasorin etimax reads the barcode on the tube to identify the pt and performs the assay with all the pipetting done automatically. The technolgist places the samples in a rack that is loaded into the instrument. The reagents are also placed in the instrument. All positive and negative controls are pipetted by the instrument on the same run with the pt samples. All positive and negative controls on all of the runs mentioned above read correctly. Why did the sample test negative the first time? This is not yet known. My lead technologist has sent the data and spoken to technical advisors at, diasorin. However, at the present time, they cannot explain why a false negative result was obtained. One point of note. The instrument has a caution about bubbles. Bubbles in the line can result in a nonsampling. But no error code is recorded in this situation. The MFR offers no way to detect this nonsampling at the time that it occurs -there is no error message and no alarm sounds-. We have asked diasorin if we should have a technologist watch the machine pipetting to be sure that each well gets sampled, but have been told that this is not recommended. Restest. All of the samples on the original run were retested. While observing the instrument during retesting, our lead technolgoist and I observed that the instrument failed to dispense a pt's sample into one of the wells. This can be discerned because there is a significant increase in volume and a change in the color of the well's content when the pt sample is added to the purple-colored diluent. A third person verified our observation. When the run was completed, the well that did not receive sample was not "flagged" to indicate a problem. It was given an optical density number by the instrument that indicated the sample was negative for hiv -even though we did not observe sample placed into the well-. This seems to indicate that there is a random occurrence where a pt's sample does not get properly dispensed into a well for assay. This has been reported to the co. A rep from the co is in our laboratory today evaluating the instrument's performance. Our concern. We are testing a largely low risk population. Most of our samples come from pregnant women or individuals at minimal risk. Therefore our typical run of 100 samples will have anywhere from zero to three positive samples. The fact that one positive sample on the run was barcode correctly identified, assayed and gave a clear negative result, which when repeated - same tube, same barcode- on another run gave a strong positive indicates that some random error -perhaps related to the bubble issue, perhaps due to an unknown cause- exists that can produce a false negative. In our population, it is unlikely, but not impossible that a true positive may have been reported. Because of this, we have sent a letter to all of our clients today informing them of the concern. Going forward, we are repeating the assay on every sample -positive or negative- to prevent the possibility of a random error giving a false negative result. We recommend that all laboratories using this or similar methodology consider adding this or another precaution. Message left with the FDA immunological device dept as well. Reporter states that he has done hiv testing since 1989 and this is a new instrument. He's never encountered a problem like this before this is serious.